Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 31, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the returned materials revealed a leaking bag full of an unknown solution. The alleged foreign material (a fiber) could not be identified. Therefore, based on the return condition of the returned product, no further product evaluation could be performed. The complaint issue of foreign material - loose was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Corrected data: upon further review it was noted that "g4" field for the PMA number was inadvertently populated with p980040 on the initial MDR; the field should have been left blank. Therefore, the information is being corrected in this supplemental MDR report as per the following: section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of the lens, a thread-like substance was found on the surface of the lens and was removed with an irrigation/ aspiration (ia) handpiece. It seemed that it originally adhered to the lens surface. There was no patient injury and no further information was reported.